Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient. The physician inserted the stent delivery catheter for direct stenting. The physician inflated the occlusion balloon to 4mm to occlude the vessel. Before the physician was able to place the stent the occlusion balloon deflated. The patient is reported to be fine.